Event description:
A everflo device was returned to a third-party service center for service. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at third-party service center, the service observed black smoke in the device. The unit had come with all part from unit with sieve is clogged, tube braided silicone needs to be replaced, compressor and opi concentrator tubing, microdisk filter, rear and front cabinet and pca and flowmeter and fann assy are contaminated with black smoke and debris in airway inlet filter need to be replaced for preventive maintenance. In addition, the unit was mauvaise concentration because the canister is clogged but the unit had come with smoke and debris. The device was send to manufacturer service center (pil) for re-evaluation. If any additional information is received, a follow-up report will be filed.